Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the patient had primary left shoulder replacement on (B)(6) 2022. The patient complained of pain, had arthroscopic debridement on (B)(6) 2024, the specimens taken showed infected with c. Acnes bacterium. Multiple arthroscopic washouts / debridement procedures, with insertion of antibiotic beads into joint space and long-term antibiotic therapy, with last procedure on (B)(6) 2025. Further specimens taken during this procedure showed persistent c. Acnes infection, though scant. During this procedure, the surgeon made the intra-operative decision, to remove all primary implants and insert an antibiotic spacer, & continue antibiotic (IV and oral) therapy, and have a 2nd stage joint replacement procedure in the following months, when all clinical markers indicate the infection is absent.

Event description:
It was reported that, the patient had primary left shoulder replacement on (B)(6) 2022. The patient complained of pain, had arthroscopic debridement on (B)(6) 2024, the specimens taken showed infected with c. Acnes bacterium. Multiple arthroscopic washouts / debridement procedures, with insertion of antibiotic beads into joint space and long-term antibiotic therapy, with last procedure on (B)(6) 2025. Further specimens taken during this procedure showed persistent c. Acnes infection, though scant. During this procedure, the surgeon made the intra-operative decision, to remove all primary implants and insert an antibiotic spacer, & continue antibiotic (IV and oral) therapy, and have a 2nd stage joint replacement procedure in the following months, when all clinical markers indicate the infection is absent. Additional information of the 2nd stage revision, where the antibiotic cement spacer (insitu for approx 6 weeks) was removed. Clinical markers indicative that the chronic infection ahs resolved, according to the surgeon (see image 0633). Thorough debridement / lavage attended to; multiple specimens taken. Full set of revision prosthesis (reverse shoulder replacement) implanted. Cement used for the femoral stem (see images 0634, 0635, 0636). On reduction, shoulder joint stable through full range of motion.

Manufacturer narrative:
Section b5 executive summary, section d gtin, expiration date section g manufacturing date, section h cause investigation and clinical signs codes added. The reported event could be confirmed. The device was not returned but evidences were provided based on provided information which match the alleged failure. Since images and data were provided, the opinion of a medical expert was sought and stated as following: the event is confirmed by the positive cultures of cutibacterium acnes, which is known for its delayed onset of symptoms as was the case here. The root cause is usually a patient related factor since c. Acnes is common on the skin in the shoulder area and a well-know causer of periprosthetic infections. This case has all the tell-tale elements. Positive cultures, two-stage revision (explantation of the device, implantation antibiotics loaded spacer and reimplantation after the infection was treated). The images show this story. There are no signs of infection on the x-ray that show the implants of the index surgery, but that can be the case with c. Acnes infections. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture taken just after the devices explantation (soiled implants), no additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a cutibacterium acnes infection. If any additional information is provided, the investigation will be reassessed.